Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The rep reported right hip revision for patient due to loose acetabular cup. No original date of surgery noted.